Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have one blade bent at the tip. Bend point is located approximately 1.81 mm from the tip of the blade. The blades cannot fully close as a result of the bending. Cut performance is negatively impacted due to the bending. When the blades of the instrument are misaligned/bent, this issue would be visually detectable. Bending is related to the application of torque relative to the opening of the instrument blades. High loading of the tip with the blades open can cause damage. There were no damaged cables observed during visual inspection. The probable root cause of bent blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
Refer to h11 for follow-up information.